Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by vad coordinator that there was battery switching. Log files were sent. It was confirmed there was switching and recommended to exchange 4 batteries and controller. The patient tolerated the controller without any issue.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the four batteries revealed that units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(4)). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Analysis of the controller revealed that device failed visual inspection due a loose power port 1 (ps1) connector, power port 2 connector and a damaged serial port. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer and supplier have an open investigation for loose power connectors. A possible root cause of the damaged serial port connector may be attributed to the handling of the unit. As received, (B)(4) had the software maintenance release (smr) update installed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/1650de - expiration date: 03/31/2016 - device manufacture date: 03/02/2015. (B)(4) - received: 09/30/2016. Battery - (B)(4)/1650de - expiration date: 03/31/2016 - device manufacture date: 03/16/2015. (B)(4) - received: 09/30/2016. Battery - (B)(4)/1650de - expiration date: 03/31/2016 - device manufacture date: 03/16/2015. (B)(4) - received: 09/30/2016. Battery - (B)(4)/1650de - expiration date: 03/31/2016 - device manufacture date: 03/16/2015. (B)(4) - received: 09/30/2016. (B)(4). Method: actual device evaluated; interoperability evaluation; visual inspection; analysis of data log(s). Result: interoperability problem. Conclusion: quality system deficiency.